Manufacturer narrative:
The use of the micro-stick for the fistulogram procedure is considered an off label use.

Event description:
It was reported that at the end of the procedure (fistulogram) the device was extracted from the puncture site with about 1" missing at the end of the catheter.